Event description:
During placement of syntheses screw during orif of left foot, the threads of the screw shattered into the bone. The surgeon was unable to retrieve fragments and they were left in the bone.